Event description:
Additional information received reported that the patient was definitely much better in terms of symptom control. It was noted that the physician was getting the same numbers from one of the contact points, indicating a possible short, but the physician was able to program around it.

Event description:
It was reported there were shorts on some electrode pairs after replacement. Follow up reported the patient was feeling well and moving well on both sides. Another appointment was noted for (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3387s-40, lot# v858673, implanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# v858673, implanted: 2012 (B)(6); product type lead product ID 37092, lot# 312660001, implanted: 2012 (B)(6); product type accessory product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).